Event description:
It was observed that during the device evaluation, the camera head exhibited main body flooding. In addition, electrical contact corrosion, lock lever corrosion, scope mount corrosion, scratches on the main body (lens) were observed. Additionally, it was noted, the image does not rotate and the connector noted with cracks. There was no patient involvement on this reported event.

Manufacturer narrative:
A device history record review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: main body flooding occurred due to a watertight defect caused by damage to the head cable stress boot. Likely, flooding caused corrosion on the lock lever , scope mount and electrical contacts. However, a definitive root cause of the reported failures cannot be conclusively identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.